Event description:
It was reported that the patient presented for a follow up with post-paced t wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were made. Further information was requested, but not received.